Event description:
It was reported that this right ventricular (rv) lead exhibited elevated, out-of-range (>2000 ohms) pacing impedance measurements and previous episodes of over-sensed noise. As the currently implanted device is scheduled to be surgically replaced due to normal battery depletion, boston scientific technical services (ts) was contacted to evaluate whether the rv lead should also be revised. Due to the out-of-range, variable impedance and the age of the lead, it was recommended to implant a new rv lead during the device replacement procedure. The lead was subsequently surgically capped and abandoned during the procedure. A new replacement lead was implanted to resolve the event and no additional adverse patient effects were reported. This lead remains implanted, but capped and out-of-service.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated, out-of-range (>2000 ohms) pacing impedance measurements and previous episodes of over-sensed noise. As the currently implanted device is scheduled to be surgically replaced due to normal battery depletion, boston scientific technical services (ts) was contacted to evaluate whether the rv lead should also be revised. Due to the out-of-range, variable impedance and the age of the lead, it was recommended to implant a new rv lead during the device replacement procedure. At this time, the rv lead remain implanted and in-service. No adverse patient effects were reported.